Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a shocking or jolting sensation on their right side, though the implantable neurostimulator (ins) is on the left side. It was stated the sensation goes away then the ins is off. The reporter stated there is no known accident or incident related to this complaint. Impedance measurements were normal. Troubleshooting was suggested, but no pt outcome was reported. Additional information has been requested, a f/u report will be sent if additional information becomes available.